Event description:
It was reported that on (B)(6) 2012, pre-dilatation was performed and the 3.0 x 33 mm xience prime stent was implanted to treat a 90% stenosed lesion in the proximal to mid left anterior descending artery with mild tortuosity and heavy calcification. The procedure was completed with post-dilatation. Angiography confirmed that the stent was well apposed to the vessel wall and the patient was discharged on (b)(64) 2012. On (B)(6) 2012, the patient presented with epigastralgia and emesis, and was transferred to the hospital. St segment elevation and st depression were noted. Ventricular fibrillation was also observed on electrocardiogram. It was noted that the patient had developed stent thrombosis and transferred to hyogo medical university hospital for percutaneous coronary intervention. An attempt was made to aspirate the thrombosis, was not successful. Dilatation was then performed, and the blood flow improved. The procedure was completed successfully, and the patient has recovered and was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of nausea, pain, and thrombosis are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Guide wire: runthrough ns. Guide cath: launcher 6fr ebu 3.5sh, heartrail 5fr sh. The stent remains in the patient. A follow-up will be submitted with all relevant information.